Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report a sensor pod that fell off the patient's skin before 7 days. The sensor was inserted at abdomen on (B)(6) 2015. Patient uses prescription luxiq, for skin preparation and adhesive support. The date of medical intervention is unknown. No further event or patient information is available.